Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 1,153.3 mcg/day. The reason for use was intractable spasticity. It was reported that there was a pump infection. It was unknown if the infection was related to the device. The caller did not have time to answer questions and would call back to provide additional information. The event date was not reported. The caller stated they will be decreasing the patient's dose until they have the pump removed (surgery the following monday). The reason for the call was to review how much they can decrease the dose by per day. It was reviewed the lowest programmable rate is 96 mcg/day. The caller stated she will follow up with hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.